Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-18915. Continued e1 (phone no.): (B)(6). Lab analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken side assessed as surgical damage. No additional observation. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" and "breast cyst". This record is for the right-side. Device has been explanted.